Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that during the coil filling process, the spring coil was found to be automatically detached in the microcatheter during retrieval and adjustment. The surgeon immediately removed the microcatheter and the coil from the body. No surgical or medicinal intervention required. There was no friction or difficulty during delivery. The physician repositioned the coil once. The physician did not attempt to detach the coil. The physician did not rotate the delivery pusher during procedure. The continuous flush was administered during the procedure. No patient symptoms or further complications were reported as a result of this event. The device and any accessories were prepared as indicated in the IFU. The patient was undergoing surgery for treatment of a saccular, ruptured aneurysm of the ophthalmic segment of the left internal carotid artery with a max diameter of 5mm and a 3mm neck diameter. It was noted the patient's blood flow was normal and vessel tortuosity was minimal.

Event description:
Additional information was received reporting there was no kink/damage observed on the pushwire.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis of qc-2-6-3d, lotno:225112974 as found condition: the axium pusher was returned for analysis within a shipping box; within an unsealed plastic biohazard pouch; within a dispenser coil and within an introducer sheath. Visual inspection/damage location details: the actuator interface was found securely attached to the coupler tube. The break indicator was found still intact. There were no evidence of detachment attempts at these locations. No damages or irregularities were found with the pusher. The coin was found still against the lumen stop. The shield coil was found stretched. The implant coil was already detached and not returned for analysis. Blood was found within the retainer ring. After the blood was dissolved, the retainer ring was found slightly damaged. Testing/analysis: the inner diameter of the retainer ring was measured to be 0.00464¿, which is still within specification (specification: 0.00455¿ 0.00010¿). No other anomalies were observed. Conclusion: based on the analysis performed, the customer report of ¿premature detachment" was confirmed. It is likely the cause of the premature detachment was caused by the damaged retainer ring. Although, still within specification, it is possible the detach element also became damaged, causing the detach element ball to fall out of the damaged retainer ring, detaching the implant. As the implant coil (and detach element) was not returned for analysis, any contribution of the implant coil towards the premature detachment could not be confirmed. In addition, the shield coil was found damaged. Possible causes of the damages are patient vessel tortuosity, coil not retracted in a one-to-one motion with the implant pusher during repositioning, pushwire rotation or advancing/retracting the device against resistance. Customer reported no friction/difficulty during delivery, coil was only repositioned once, no rotation of the pusher, continuous flush was used, devices were prepared per IFU, and vessel tortuosity as minimal. Therefore, the likely cause could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.